Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardness, pain, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture, capsular contracture baker grade unknown, very hard, painful, [and] felt weird" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight, brown particles in the shell and missing patch. A visual and microscopic analysis was performed which identified: sharp broken on posterior (patch/shell bond edge), striated opening on anterior and non-penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. Missing patch assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "rupture, capsular contracture baker grade unknown, very hard, painful, [and] felt weird" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardness, pain, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture, capsular contracture baker grade unknown, very hard, painful, [and] felt weird" against left device. The device has been explanted.